Manufacturer narrative:
A review of tickets determined that there was no other complaint activity for ict potassium (ln 03l77-01) results. Trending review determined no trends for falsely decreased results for the product. Return testing was not completed as returns were not available. A review of the product labeling concluded that the issue is sufficiently addressed. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Use error may have contributed to the customer¿s issue due to a potential sample handling issue since the issue was specific to one patient sample, and the customer suspects the sample might have been capped. Based on the investigation, no systemic issue or deficiency for the architect c16000, sn# (B)(6)was identified.

Event description:
The customer reported a falsely decreased potassium result generated on the architect c16000 analyzer on a patient. Results provided: sid (B)(6) = 2.47 / 4.71 mmol/l (reference range: 3.5-5.3 mmol/l). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.